Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a unilateral balloon kyphoplasty procedure (bkp) at l3 (left side), the physician advanced the guidewire in the vertebral body percutaneously and, as the guidewire was pushed forward, the anterior cortex of the vertebral body was breached. Despite the event, the case was completed successfully. A CT was ordered post-operatively to rule out the possibility of retroperitoneal bleed. No patient complications were reported and the patient is in "stable condition". According to the report, this event was not attributable to any product malfunction.